Event description:
It was reported that a patient with a 25mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an approximate implant duration of 10 years due to unknown reasons. The tavr procedure was performed with a 26mm non-edwards transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding the failure mode of the device was provided. Based on the information available, a definitive root cause cannot be conclusively determined.